Event description:
During a primary hip procedure, upon trailing the cup, a protrude defect was created in the posterior and medial wall of the acetabulum. After the protrusio occurred, the surgeon attempted unsuccessfully to use a 54mm cup. A second surgeon who was called in to assist indicated that he felt there had been too much reaming posteriorly. This caused a surgical delay of three hours. Surgeons ended up implanting a pinnacle deep profile revision cup.

Manufacturer narrative:
The device associated with this report was not returned. Review of the device history records and/or a lot specific complaint database search was not possible as the lot code required was not provided. The mfg age can also not be determined without a provided lot code. A two yr complaint database search finds no trend of failure for this product code. The investigation could not draw any conclusions regarding the reported event with the info available. Based on the inability to identify a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the product and/or additional info be received to change the outcome of the performed investigation, the complaint will be re-opened.